Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive alinity I hbsag qual result for one patient. The following data was provided: sid (B)(6) initial result was (B)(6) s/co (n 104% confirmed), repeated (B)(6) and (B)(6) s/co (n 110% confirmed). Repeated negative on liaison alinity I hbsag quant was (B)(6) iu/ml (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false positive results. Return testing was not performed as returns were not available. Device history record review was performed on lot number 33422fn00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Historical performance was reviewed using worldwide field data. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. A review of the labelling addresses the customer¿s issue. The hbsag assay is a screening parameter where it is known that initial reactives happen. Instructions are provided in the product package insert regarding initial reactive results. 8p10 is a highly sensitive assay which might be susceptible to interfering substances that might trigger positive assay readings. Neutralisation will reveal if the signal was generated by hbsag or interfering substances. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on the information within the complaint record, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent was identified.